Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. The x-drive was found to be erratic. The x-stage cover was removed and adjusted. The gantry covers were removed and the bellows re-seated into the proper placement. The issue was resolved. The imaging system then passed the system checkout and was found to be fully functional and returned to service. No parts were replaced and no parts were returned to the manufacturer for evaluation.

Event description:
A site biomed representative reported that outside of a procedure, the imaging system will not dock and is unable to move the gantry. Home was invalidated and the system was halted at "initializing collimator please wait." There was no patient present when this issue occurred.